Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, generalized illness, psychiatric disorder. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with 800cc mentor memorygel breast implant on the right side and 750cc mentor memorygel breast implant on the left side. Now this patient reported left side rupture, generalized illness (fatigue, brain fog, joints pain, vision issues, dryness, anxiety, depression, suicidal ideation, hot flashes, cold flashes, cold fingers and toes, vertigo, miscarriages, unexplained infertility), and psychiatric disorder. As a result, the devices were explanted on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Correction: it was reported to the FDA that no device investigation could be completed because the suspect medical device was not returned to mentor. Mentor was still able to complete an investigation of the suspect medical device based on photos received. Upon visual inspection of the picture of the sample it was observed to be ruptured. However, no conclusion could be reached as to the origin of the ruptured as the device was not returned for analysis. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer's reference number: (B)(4).